Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation "1.5 mm" system high torque (ht), sd, x-dr, screw 1.5 mm x 4 mm titanium catalog #: 91-6104 lot #: ni; osteofab htr-pekk kval left parietal occipital implant catalog #: pk620279 lot #: 121917. Therapy date: (B)(6) 2018. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the implants were discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00115.

Event description:
It was reported there was a revision due to a wound infection. Twenty-one days after a cranioplasty procedure the implants were removed due to a wound infection. The surgeon stated there is nothing wrong with the implant. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Unique identifier (UDI) #: (B)(4). Reported event is considered confirmed as it was reported the implants were removed in a revision due to infection. No product was returned and no testing or inspections could be performed. No scans, x-rays, pictures, or physicians reports were provided. No details were provided to the type or cause of the infection. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. All implants in this complaint are provided unsterile and are meant to be sterilized by the facility upon reception of the product. The instructions for use (IFU) for this product provides cleaning instructions. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00115-1.